Manufacturer narrative:
Device evaluation: a portion of the catheter tubing and the unfolded membrane returned in pieces with the sheath over the catheter and rear taper of the membrane. Blood was observed on the exterior and interior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the portion of the catheter tubing and membrane was performed and no leaks were detected. The product was unable to be fully evaluated due to the returned condition of the iab and portions of the device not returned. However the blood observed inside the iab most likely caused the reported problems. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. Complaint record ID # (B)(4).

Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy, a leak occurred. It was also noted that a rapid gas loss alarm was generated. The iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6) , rn, (B)(6) nurse . Complete event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. Four gfe attempts were made to obtain this information without success. Complaint record ID # (B)(4).